Manufacturer narrative:
Pump received with new software release detected followed by failure of flash memory alarm, problem isolated to the mb. ( mother board ) unable to perform all functional testing including` the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test due to new software release detected followed by external flash error alarm.

Event description:
Customer reported via phone call that insulin pump had pump error. The blood glucose at the time of the incident was unknown. The customer was assisted with troubleshooting. The device will be returned for analysis.